Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, a simulated infusion was performed and tested for air in line sensor detection, and there was no issue noted. Downstream and upstream occlusion sensor testing was performed, and both tests passed. An event history log review (ehlr) was performed, and it was noted that there was one air-in-line alarm, the user silenced the alarm twice and then cleared the alarm. Additionally, the event history log review did not reveal relationship to a known issue for underinfusion. No excessive alarms, system errors, or programming issues were observed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions of air in line alarms and under infusions were verified in the ehlr. The cause of the reported conditions could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had air accumulation in the tubing on two occasions despite the infusion volume having a few milliliters remaining and the pump did not alarm. There was a resulting under infusion. This occurred during a patient infusion of propofol in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.